Manufacturer narrative:
Additional serial numbers: (B)(4). Additional MFR date: 12/2009. Investigation: a failure investigation was initiated by encompasstss and (B)(4) on (B)(4) 2010. Visual inspection of the three failures indicated an internal ignition had occurred located in the battery and charging pcb area. Failure analysis testing was performed to determine cause of the ignition. Test results indicated the ignition was due to the unexpected out-gassing of the lead acid battery. Additional investigation indicated the sealed lead acid batteries involved in the incidents were obtained from (B)(4). Batteries initially in the (B)(4) were procured from (B)(4). (B)(4). Both batteries have identical specifications. Corrective action: the following containment actions have been implemented to control the suspect inventory in the field and at (B)(4). On (B)(4) 2010, a quarantine order was issued by encompasstss to affected customers to stop the use of all affected accumax quantum complete control units. (B)(4). The following corrective/preventive action is being taken by (B)(4). A revised design is being developed and validated that will allow the device to function according to its original device specifications without the use of a battery feature. This will exclude the use of a sealed lead acid battery and prevent recurrence of the failure. All products containing the (B)(4) battery is being recalled and will be retrofitted with the new design. Accumax control units produced with the (B)(4) batteries prior to the introduction of the (B)(4) battery are not subject to the recall, but will be upgraded to the new design following completion of the recall action. This is being performed by (B)(4) to eliminate the need for battery replacement during service operations and provide consistency of design of all field units. No occurrence of illness, injury or death related to this issue has been reported to encompasstss as of the date of this report. The recall includes (B)(4) control units. The distribution dates affected by this recall include (B)(4). Additionally, two service units, (B)(4) serviced on (B)(4) 2009, (B)(4) serviced on (B)(4) 2009 require correction.

Event description:
On (B)(6) 2010, encompasstss was informed of an incident at (B)(6), involving s/n (B)(4). Representatives from encompasstss and (B)(4) visited the reporting facility to initiate investigation. Verbal reports and visual inspection of the product indicated the occurrence of some form of electrical ignition within the control unit enclosure had occurred. No evidence of ignition or combustion outside the enclosure was reported or observed.